Event description:
A customer contacted beckman coulter inc (bec) stating that they were getting 'diluent comparison out of limits' errors when a start-up was being run and a cloudy white fluid leaked from their coulter lh 500 hematology analyzer onto the floor. There is an exposure plan in place at the facility. The customer was wearing personal protective equipment (ppe) consisting of gloves and a lab coat at the time of the incident. No injury or exposure was reported and there was no affect to patient samples. Per customer, the leak appears to only occur during the shutdown process.

Manufacturer narrative:
A field service engineer (fse) went on-site and replaced tubing at pinch valve pv49 (used to control the dispensing and priming of the backwash pump, located on the rear diluter panel and may contain blood, controls, diluent or clenz). This resolved the leak. Fse also completed workstation software 2a5 upgrade. The cause of the leak was pinch valve pv49. (B)(4).